Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a urethra procedure the needle detached from the thread.

Manufacturer narrative:
Samples received: 6 unopened pouches. Analysis and results: there are no previous complaints of this batch of which 5,040 units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. We have received 6 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill requirements: 0.47 kgf in average and 0.32 kgf in minimum (requirements: 0.17 kgf in average and 0.082 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.